Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) canada alleging his onetouch ultramini meter was reading inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation since the patient was unable to be reached by phone for a follow-up. The patient reported that the alleged inaccuracy began 6-7 months prior to contacting lfs. On an unspecified date, the patient claimed he obtained a message of 'hi' with the subject meter. Per the onetouch ultramini owner's booklet, this message appears when the meter detects a blood glucose greater than 600 mg/dl (33.3 mmol/l). The patient alleged that his blood glucose was lower when tested with a laboratory instrument. The patient was unable to provide the lab reading and it is unknown how much time elapsed between when the patient obtained the message of 'hi' and when he was tested on the laboratory device. The patient informed the csr that he does not take any medications to manage his diabetes. On an unspecified date, after the alleged issue began, the patient reported developing symptoms of 'hypoglycemia' and was treated with glucose tablets and/or gel. It is not known if the patient treated self or if he was treated by someone else. The patient informed the csr that prior to obtaining the subject meter he had seen his physician who had provided a prescription for 'glucose tablets' and during a doctor's office visit his blood glucose was '4.7 mmol/l' when tested with doctor/clinic's meter. This complaint is being reported because the patient reportedly developed symptoms of 'hypoglycemia' after the subject meter began to read inaccurately high.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k # is k061118.